Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on mobile meter, within 10 minutes: 20 mmol/l and 6.7 mmol/l. No adverse event reported. Customer reportedly returned the test cassette to the pharmacy and received a new one. No product will be returned; replacement was sent